Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had high blood glucose and the pump alarmed insulin flow blocked and critical pump error. The customer reported that she was giving injections and blood glucose was still not coming down and the pump seemed it was not delivering insulin. The customer reported that they received a critical pump error image on the pump screen. The customer removed the battery to get it to stop beeping and when she replaced the battery she got an image of a book and a question mark. Troubleshooting for high blood glucose or insulin flow blocked was not possible due to critical pump error. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with critical pump error (open book image) alarm and pump error alarm is found in the formatted history file due to a force sensor software anomaly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Critical pump error (open book image) anomaly isolated to pcb . Pump received with scratched case, broken battery tube threads, cracked case behind the pump near the battery compartment, faded serial number label, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.